Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A purchasing agent reported that a preloaded intraocular lens (iol) was damaged. Patient contact or involvement was not indicated. Additional information was requested.